Event description:
During surgery, x-rays showed no bone fractures. Upon inserting the stem, a fracture of the greater trochanter was confirmed. The stem was removed and the fracture was wired. The patient's fragile bone quality was referenced as a contributing factor.